Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch / lot.

Event description:
It as reported that the gun was partially fired then locked as the reload had been registered as used. When the customer came to use for the second time with a new reload, the gun fired but felt very stiff. The customer didn't want to continue using due to how the second firing felt, so a new gun was opened. This new gun of the same code was then fired fully, but the plastic dark firing handle snapped off. Both products are available to be returned. The guns were kept aside whilst a third gun was used. The procedure outcome was good and the patient was not harmed.

Manufacturer narrative:
(B)(4). Batch # t5c50f. Device analysis: the analysis results found that the ats45 device was returned with no apparent damage and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The staple line and cut line were complete and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted and no cartridge was returned for analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.